Manufacturer narrative:
Evaluation summary: customer report of paravalvular leak could not be confirmed by visual observation. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray commissure 2 wireform appeared bent outwards. These damages are most likely due to implant or explant. Method: "x-ray"; result: "cause of event could not be duplicated or is unknown". The subject device was returned for evaluation. Per the evaluation performed, the paravalvular leak could not be confirmed by visual observation. Minimal host tissue overgrowth was observed at the inflow aspect and into the orifice. Moderate host tissue was also observed at the stent inflow and minimal at the stent outflow. The x-ray commissre 2 wireform appeared bent outwards. These damages are most likely due to implant or explant. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, per hcp, the device did not cause or contributed to the event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
As reported, a valve was explanted after an implant duration of approximately 9 months due to paravalvular leak. Based on the follow-up with the health-care provider, the explant was not related to any device malfunction or quality deficiency. Per the operative report provided, it involves a patient who in (B)(6) 2013 was diagnosed with a severe paravalvular leak with clear overloading of the left ventricle and signs of haemolysis. The patient showed dyspnea symptoms with mild exertion and also periods of orthopnea, good reactions to diuretics. He was intermittently in atrial fibrillations. Echocardiography showed significant paravalvular leakage of the aortic bioprosthesis and a dilatated left ventricle. Coronarography revealed 2-branch coronary artery disease with occluded right coronary artery disease that nicely filled collaterally via the anterior descending branch and a severe stenosis in the area of the circumflex branch. The subject aortic valve prosthesis was excised by cutting the 21 sutures. The valve could be removed easily. The annulus was somewhat refreshed in the area of the right coronary sinus where some fibrous overgrowth is visible. A new edwards aortic valve prosthesis was sutured in with 12 next stitch sutures 2x0, and augmented with 1 ethibond suture 2x0 with felt patches on the ventricular side. Viewing the valve was somewhat difficult because the felt strips were not elastic enough and hindered their view. The new valve prosthesis was fitted nicely into place. The withdrawal from the extracorporeal circulation proceeded without a problem in natural sinus rhythm. The second postoperative day the patient showed signs of beginning tamponade with increasing cvds and decreasing cardiac output. Echocardiography revealed the presence of a compromising coagulum in the area of the right atrium. A CT scan showed coagulum material around the entire heart. A significant amount of coagulum material and fluid blood was removed with a rethoracotomy. Transfer to the department was possible with good mobilisation and rehabilitation. On (B)(6) 2013, approximately one week after the procedure, the patient was discharged in good general condition.